Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported at the patient's six month check up that they had rare and positional hiccuping sensations that are tolerable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the patient complained of intermittent phrenic nerve stimulation from the left ventricular lead. Reprogramming was done to decrease the output on the left ventricular lead and left ventricular capture management was turned off. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.